Event description:
It was reported that the device and guidewire became jammed. A 2.4mm jetstream xc catheter was selected for use in a superficial femoral artery (sfa) atherectomy procedure. During the procedure while inside the patient, the jetstream catheter tip and guidewire became jammed and quit working. The procedure was completed successfully using another jetstream without sequalae.